Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Thirty five (35) events were reported for this quarter. Thirty five (35) devices were received for evaluation; thirty one (31) events were confirmed during testing. Thirty one (31) devices were found to be affected by missing paint chips. Four (4) device evaluations are in progress. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 35 </noe> malfunction events in which the device caused had paint chips missing. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale: 4 previously reported events are included in this follow-up record.   Product return status: 4 devices were received for evaluation.   Evaluation status: 4 reported events were confirmed during testing. 4 devices were found to be affected by missing paint chips.   Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed and reused.

Event description:
This report summarizes 35 malfunction events in which the device caused had paint chips missing. There was no patient involvement; no patient impact.